Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement and infection at the implant site. The patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 27, 2023.